Manufacturer narrative:
Based on the technical investigation performed the most probable root cause is a known design defect.

Event description:
The surgeon emailed the field service engineer on monday night ((B)(6) 2018) night to tell me that the patient folder from the previous week was open on the planning laptop, and when he clicked the "x" in the top right hand corner, the patient file would not close. This patient folder had had issues with contrast last week, so he was worried if he closed the folder, he would not be able to reopen it, so he just left the patient folder open on the laptop. The event date is unknown.